Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
This information was found during the 1-year post-marketing surveillance of gore tag&#59412;thoracic endoprosthesis in (B)(6). On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses ((B)(4)). The preoperative aneurysm diameter measured 80 mm. On (B)(6) 2009, no abnormality was identified at the postoperative follow-up examination. The aneurysm diameter measured 63 mm. On (B)(6) 2009, the patient was discharged from the hospital in a good condition. On (B)(6) 2009, the patient was diagnosed with (B)(6) infection of the aneurysm. On (B)(6) 2009, the device infection and empyema were observed. Tracheotomy and medication treatment were performed. On (B)(6) 2009, the patient expired due to the device infection and empyema. The cause of the infection is unknown.